Manufacturer narrative:
He device was returned to olympus for inspection. A root cause of the foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope contained a white foreign material in the air/water channel. There was no patient involvement.